Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the vacuum recovery time was out of range and the cs300 intra-aortic balloon pump (iabp) was experiencing auto fill failures while running on trainer. Upon further inspection, the stm also discovered vacuum leak in the compressor assembly. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the vacuum recovery time was out of range and the cs300 intra-aortic balloon pump (iabp) was experiencing auto fill failures while running on trainer. Upon further inspection, the stm also discovered vacuum leak in the compressor assembly. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Corrected field g4 (the g4 date in the previous follow up mfg# 2249723-2020-00987 was incorrect. The correct date was 7/20/2020.)

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue replaced the vacuum fitting and the pressure fitting with full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the vacuum recovery time was out of range and the cs300 intra-aortic balloon pump (iabp) was experiencing auto fill failures while running on trainer. Upon further inspection, the stm also discovered vacuum leak in the compressor assembly. There was no patient involvement, and no adverse event was reported.